Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: cat# 6570-0-436; delta v-40 ceramic head 36/-2,5; lot# 86467403. Cat# 7030-6530; 6.5mm low profile hex screw 30mm; lot# zehj. Cat# 702-04-52e; tridentii tritanium cluster52e; lot# 84027701a. Cat# 6720-0737; size 7 accolade ii 132 deg; lot# 86803802. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
The patient had a primary tha (B)(6) 2021. The patient developed an infection of the right hip and underwent revision for pji with head & liner components exchanged on (B)(6) 2021.